Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo gard infusion pump with "damage" was confirmed during product evaluation. The root cause of the reported problem was determined to be a dirty safety slide clamp assembly sensor. Service cleaned, resoldered and repaired the slide clam assembly sensor to resolve the condition.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "damage". It is unknown when this event occurred or what department the event occured in. This had the potential to interrupt delivery. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.